Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on a mobile meter, compared to a lab result, within 10 minutes: 9.8 mmol/l (mobile meter) and 4.2 mmol/l (lab). No adverse event reported. The test strip lot number was not provided. The test strips are not expected to be returned for product evaluation.